Manufacturer narrative:
(B)(4). (B)(6). No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is complete.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2015. It was reported that an unspecified alarm sounded from the system controller when being connected to the power module. The power module patient cable was exchanged and the alarm resolved. The patient was reportedly asymptomatic. Submitted log files reviewed by the manufacturer's technical services representative revealed several pump stoppages. On (B)(6) 2016, a driveline evaluation was performed by the manufacturer's technical services representative and no broken wires or short to shield condition was found. The patient was provided with an ungrounded patient cable for use with the power module. No further information was provided.

Manufacturer narrative:
The report of pump stoppages was confirmed based on the evaluation of the submitted system controller log files. The log files captured multiple pump stoppages associated with low speed hazard and low flow hazard alarms while the system was connected to the power module. Based on the manufacturer's complaint history and similar reported events, the events could potentially be the result of a compromised driveline wire; however, a root cause for the events cannot be conclusively determined based on the log file evaluation. X-ray images of the internal and external portions of the driveline were examined and no areas of potential shield breakdown was observed. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.